Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 109,533 joules of use, significantly diminished vaporization efficiency and fiber overheated was noted. The fiber was exchanged and the procedure was completed with a second fiber at 376,596 joules. The fiber tips (caps) of both fibers were cleaned during the procedure. Patient outcome: "no injury¿ to the patient reported.